Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated device procedure, the left ventricular lead was noted to have dislodged. During a follow-up visit in clinic, the lead exhibited loss of capture. The physician elected to cap and replace the lead on (B)(6) 2016. The patient was in stable condition during and post surgery.

Manufacturer narrative:
Correction: this supplemental report is to correct previously reported information for a device return. Updated with the correct information reflecting the lead was not returned for evaluation.